Event description:
The customer stated that she was hospitalized for hypoglycemia. No blood glucose reading was reported. The customer has low blood glucose unawareness, and stated she was moving rapidly through her daily activities. The customer stated that she may have exposed the insulin pump to an xray procedure, but she has been experiencing these issues ever since she started insulin pump therapy. The customer stated that she would be contacting her doctor for possible basal rate adjustments. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.